Event description:
The pump was returned for investigation. Investigation revealed that the display was blank. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display was found to be blank. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, the keypad was found to be peeling at the ok button. During testing, there was contamination found under the up arrow and contrast button contacts. Further testing could not be done due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.